Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the blood glucose monitor does not correctly store results or bolus amounts, and this missing data could result in incorrect bolus recommendations. No adverse event was reported. The alleged product was replaced and requested for evaluation.